Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was in the saphenous vein graft (svg). The lesion was predilated with a 1.5 up to 3.5mm balloon at 14 atms. After predilation the physician positioned a filterwire and deployed a taxus express2 3.5x16mm drug eluting stent. Upon withdrawal the physician felt resistance deflating the delivery balloon. The physician noted that it seems the balloon was sticking to the stent. The physician successfully removed the entire system including the stent without complication. No pt injuries or complications were reported. The procedure was successfully completed with a taxus express2 3.5x28, 3.25x32, 2.5x16mm drug eluting stents. Pt status is reported as "satisfactory/good."